Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked case at display window corner and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a battery out limit. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was around 170 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.